Manufacturer narrative:
The reason for this revision surgery was the second stage of a two stage process to alleviate a customer infection. The first surgery of the two stage infection treatment was performed on (B)(6) 2014 and the second stage was performed (B)(6) 2014. Refer to product complaint (B)(4) for the record of the first stage of the treatment. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The root cause for the infection was not reported. The process at this intervention removed the antibiotic spacer and fitted the patient with a new prosthetic system. This event was determined to be a non product related event and is considered a event not caused or created by a djo product.

Event description:
Second revision surgery - the surgeon had made a cement spacer with one of our 6 turon stems and head. He replaced the cement spacer with a reverse shoulder prosthesis (rsp); the spacer had been implanted on (B)(6) 2014. Reference (B)(4); this is a second stage treatment of an infection.

Event description:
Revision surgery - the surgeon had made a cement spacer with one of our 6 turon stems and a head. He replaced the cement spacer with a reverse shoulder prosthesis (rsp).